Event description:
The customer reported approximately 1 ml of clear fluid was leaking at the rinse block of the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The customer also reported the background counts failed during the event. There was no exposure to mucous membranes or open wounds. The operator was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the leak from misaligned probe wash block. The fse adjusted the probe wash block, resolving the leak and background failures . While onsite, the fse observed the compressor shock mounts to be dry rotted and defective causing noise and vibration in the analyzer. The fse replaced the pneumatic power supply and adjusted the 60 psi and hemoglobin (hgb) lamp, resolving this issue. Upon verifying instrument operation, the fse observed the manual and auto mode parameters did not match. The fse adjusted the volume, conductivity, scatter (vcs) parameter for light scatter, resolving this issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).